Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a loose/protruded drive support cap. It was also stated that patient pressed on the cap while wearing the device, but did not experience any issues with blood glucose levels. Nothing further was reported.